Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "pt noticed more pain in hip when walking. Pt came in for x-ray of hip. Doctor noticed that acetabular component was out of original position. Pt was scheduled for revision of acetabular component."